Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 concurrent with urethropexy due to uterine prolapse with cystocele and sui. It was reported that patient underwent mesh removal on (B)(6) 2009 due to erosion of transvaginal sling on multiple vaginal procedures. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh had eroded into the bladder. It was reported that the patient underwent cystourethroscopy with bilateral retrograde pyelograms on (B)(6) 2009 due to history of multiple prior pelvic surgeries with erosion of mesh resulting in severe urinary incontinence.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat uterine prolapse with a cystocele and stress urinary incontinence on (B)(6) 2003 and a mesh was implanted. The patient underwent the concurrent procedures of urethropexy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain and discomfort during sexual intercourse, electric like pain shooting down her legs, leaking urine, numb abdomen, hump in pubic area that sticks out, headaches, stroke, heart attack, abdominal pain, chronic diarrhea, mesh erosion, stress urinary incontinence, recurrent urinary tract infections, nocturia and vaginal pain. The patient underwent anterior/ posterior repair, perineoplasty, and cystourethroscopy on (B)(6) 2008. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh erosion into the bladder. The patient underwent scope to look at the bladder because of infection on (B)(6) 2008. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to erosion of transvaginal sling on multiple vaginal procedures. It was reported that the patient underwent cystourethroscopy with bilateral retrograde pyelograms on (B)(6) 2009 due to a history of multiple prior pelvic surgeries with erosion of mesh resulting in severe urinary incontinence. The patient underwent an observation procedure in order to make sure the mesh was completely gone on (B)(6) 2009. The patient experienced a left cerebrovascular accident and a myocardial infarction in (B)(6) 2009. The patient underwent placement of an autologous pubovaginal sling, harvesting of autologous rectus fascia retropubic urethrolysis and cystourethroscopy on (B)(6) 2009. No additional information was provided. (B)(4).